Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition that the cord was frayed on the device was confirmed. It was determined that the cord was cut in half and the wires were exposed. It was noted that the damaged cord was consistent with mishandling of the device by allowing the cord to come into contact with a sharp object or exerting extreme force on the cord during cleaning or use. The assignable root cause was determined to be due to improper handling of the device, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the power cord was frayed on the foot control device. During in-house engineering evaluation, it was determined that the power cord was frayed and the cord was cut in half with wires exposed. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.